Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as placement difficulty was encountered as a result of dislodgement. This lead was also noted to have a conductor fracture and exhibited helix extension issues. No adverse patient effects were reported. The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.